Event description:
The customer reported that the insulin pump alarmed battery error alarm. Troubleshooting was performed. The customer stated that the device previously alarmed button error. The customer was able to clear the alarms and to reset the time and date. Then the customer stated that the insulin pump had unresponsive buttons. The customer also stated that the insulin pump was exposed to water. The customer stated that the insulin pump was rested for two hrs and the device still had a frozen display. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.